Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) manufacturer representative regarding a patient receiving fentanyl (1500ug/ml at 701ug/day) and bupivacaine (15mg/ml at 7.01mg/day) via implanted pump. Indication for use was noted as non-malignant pain. It was reported that there was a volume discrepancy. The manufacturer representative did not have specific volumes but had been told that the last couple of times the patient was refilled there had been "quite a bit more" drug than what was expected. The caller did not believe it was related to a pocket fill. The discrepancies were not a result of a programmer error. The actual residual volume was greater than the expected residual volume. The volumes were unknown. The patient did not feel they were getting the relief they used to get. The patient also knew something had changed because they did not feel the numbness they usually felt following a bolus (because of the bupivacaine). The symptoms occurred gradually since (B)(6) of 2015. It was unclear what was causing the symptoms and they were questioning possible catheter issue. Additional information received reported that the physician did a dye study on (B)(6) 2015 and there appeared to be a kink in the catheter. The patient was referred to another physician for a catheter revision. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated another volume discrepancy occurred following a refill on (B)(6) 2015 (expected residual volume (erv) 2.9ml, actual residual volume (arv) 8.0ml). This was the second refill since the revision surgery. The patient continued to complain of increased pain and not being able to sleep well. The event logs were checked and appeared to be fine. The personal therapy manager (ptm) technical report showed the ptm was working fine.

Manufacturer narrative:
Analysis of the catheter, model#, serial#, found a kink area on the catheter body near the anchor. The kink would occluded during pressure testing when the catheter was bent to a narrow radius. An occlusion also seen at a dispensing hole before catheter decontamination. The occlusion broke loose during internal decontamination. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated no other troubleshooting was performed. The issue had not resolved. The patient was to be scheduled for a revision of system; may replace catheter and pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter .product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the patient was seen again with the same issues. The patient as not getting effective therapy (gradual). The residual volumes were more than expected at refills; the expected residual volume (erv) at the last refill was 7.0ml with actual residual volume (arv) of 15.0ml. The pump and catheter were replaced on (B)(6) 2016. The reason for catheter removal was occlusion. The old pump and catheter were being sent back for analysis. The patient was doing fine at the moment. The estimated refill date was (B)(6) 2016. The patient recovered without sequela. Dosing changes: (B)(6) 2016 fentanyl (1500mcg/ml, 751.2mcg/day) and bupivacaine (15mg/ml, 7.512mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarified the patient¿s statement regarding the pump was not working was the patient was not getting adequate pain relief. The reason for explanting the pump was the residual volume in the pump was consistently more than the volume on the programmer. The patient¿s weight at the time of the event was 140 pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results revealed no anomalies with the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient the patient stated that they found a kink in the catheter line in (B)(6) 2015, the catheter was replaced and then they had to replace the whole pump because it was still not working in (B)(6)2016 after the catheter was replaced. The pump was sent back to the manufacturer. There was no out of box failure reported. No further complications were reported